Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
During installation, it was observed that a led light and speaker on the power manager board of a heart lung console did not work properly. There was no adverse consequence to the patient as a result of this event.